Manufacturer narrative:
The rental bed could not be repaired at the account and was swapped for a known working bed. The technician found the left side rail was able to be raised up, almost to the full up position, but it would not latch, due to the latch cover being bent. The most likely cause of the bent latch cover is force. The technician repaired the left side rail latch cover by bending it back into proper position to resolve this issue. Based on this information, no further action is required.

Event description:
The account reported the left side rail will not stay latched. The bed was locate din room 313-1. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).